Event description:
The reporter did back to back blood glucose tests and rec'd low results, inconsistent with the reporter's hyperglycemic symptoms. The reporter reported low results of 20, 22 and 24 mg/dl. During troubleshooting it was noted that the reporter's test strips were expired, and were being stored out of the vial. The reporter stated that the reporter had never cleaned the meter. Control solution testing was not done due to unavailability of supplies. The reporter was given training. No harm was alleged. Followup attempts to contact the reporter for additional info have not been successful.